Event description:
The plasma pheresis center reported that forty-five minutes into a plasmapheresis procedure, the operator observed plasma color change in the plasma line. The plasma pheresis instrument displayed a "ck for plasmaline hb" alarm. The instrument had halted with the alarm as it is designed to do. The operator identified a kink and "bunching" in the concentrated cell line tubing, under the cell pump. This was cleaned and the donation resumed. Another "ck for plamaline hb" alarm occurred soon after and the procedure halted again. The operator discontinued the procedure and disconnected the donor without re-infusion of the contents of the reservoir. This resulted in a 63 ml red blood cell (rbc) loss for this donor. After disconnection, the donor was given oral fluids and went to use the washroom prior to leaving the center. Upon return they informed the staff that when voiding they noted "bloody" urine, which cleared by the end of the urination. They also reported lightheadedness, which improved quickly.